Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 5, drain volume 3741 ml. This event meets overfill criteria. Product surveillance left a detailed voicemail message relaying the iipv's found during evaluation of the home choice device.

Manufacturer narrative:
(B)(4). A review of the device logs revealed drain volume meeting increased intraperitoneal volumes (iipv) criteria. The homechoice (hc) unit was received operative and in good condition. No issues were identified during a review of the device's previous service history record that may have contributed to the iipv. External/internal inspections revealed no problems. The cause of the iipv identified via device log review was determined to be insufficient drain due to use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This is report 2 of 5. The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.